Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular and cerebrovascular events beginning on or about (B)(6) 2011 and continuing thereafter (unspecified date[s]) and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00297, 1225714-2014-00298, 1225714-2014-00299 and 1225714-2014-00300.